Manufacturer narrative:
(B)(4). Date sent: 01/03/2020. D4: batch # r58k5v. H10: corrected data: this information was omitted in the previous report. Updated: d4, d10, g4, h3, h4, h6 & h10. Device analysis: the analysis results showed that one ecr45d reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/03/2020. D4: batch # r59k8j. Device analysis: the analysis results showed that one ecr45d reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, when severing tissue on the pulmonary fissure firing, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.